Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced agonizing pain while wearing aligners in step # 4. Patient reported that the movement of their teeth with step # 4 is causing a nerve problem in their jaw. This is affecting their entire body, after having their aligners in they begin to lose feeling in their left arm and jaw.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.